Manufacturer narrative:
Updated fields: h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions). (Additional info: event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) found customer complained that maintenance required code#3. Observed and found the same. Performed drive transducer calibration successfully. Performed all functional tests successfully. The machine was handed to the customer in working condition. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had maintenance required code #03 error. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.